Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty secondary outlet water temperature sensor (t1). Per additional information received, based on notes in service max, they would order and replace the tank harness onsite, replacement part/price provided. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming for alarm 74 (secondary outlet water temperature sensor out of range ¿ low resistance). Per follow up information received via task on 12mar2025, based on notes in service max, they would order and replace the tank harness onsite, replacement part/price provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming for alarm 74 (secondary outlet water temperature sensor out of range ¿ low resistance).